Manufacturer narrative:
This report is for an unk - screws: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for right surgical neck of humerus fracture. After the surgery, the surgeon found that the multiloc screw for c hole had not been inserted through the nail hole. The screw remained in the bone and did not penetrated the bone. The surgeon think that the screw shifted because the drill direction shifted because the surgeon pressed the sleeve, or the device was loose. It was unknown if there was any surgical delay. There was no patient consequence. This is report 02 of 02 of (B)(4).